Event description:
It was reported that the pacemaker was in backup vvi mode during initial interrogation. The pacemaker was not used. There was no patient involvement.

Manufacturer narrative:
Correction: section h11. Provided narrative/data should have been "the reported event of unexpected mode switch was confirmed. The device was in backup mode and battery near beginning of life (bol) level upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities." Rather than "the reported event of unexpected mode switch was confirmed. The device was in backup mode and battery near beginning of life (bol) level upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity."

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in backup mode and battery near beginning of life (bol) level upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.